Event description:
It was reported that an ilet user observed a rapid rise from about 180 mg/dl to over 400 mg/dl with a fingerstick of 375 mg/dl after changing the infusion set and announcing an additional meal to correct, then disconnected and used subcutaneous insulin via pen before later reconnecting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper method, specifically the user interface interaction of announcing an extra meal for correction contrary to instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.